Event description:
It was reported that the ilet user called to ask whether to announce a meal more than one hour after eating. They were advised not to enter a late meal and to allow the pump to deliver correction insulin if glucose trended high, and the user acknowledged understanding. No reported adverse clinical effects, with blood glucose noted to be in range at 120 mg/dl during the call. Outcomes included no injury, no medical intervention beyond routine device guidance, and no hospitalization. Investigation included user interview and troubleshooting education regarding appropriate meal announcement timing and reliance on automated corrections. Investigation of this case revealed expected device behavior with no malfunction identified and user-related use error risk mitigated through education. It was concluded, based on previously established findings for similar reports, that the cause was use error related to late meal entry, addressed by user education.